Manufacturer narrative:
The fse confirmed that the leak was from cut tubing at the pinch point of pv37. The fse replaced the tubing, resolving the leak. (B)(4).

Event description:
The customer reported an uncontained clenz cleaning reagent leak of approximately five (5) ml inside the main diluter module from the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat. There were no reports of injuries, erroneous results, direct contact with the leak or change in patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.